Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision, right asr xl acetabular system, reason for revision: pain. Date of revision: (B)(6) 2012 - the patient has cancelled the revision surgery. Update 24 july 2015: updated revision date as (B)(6) 2015, added stem and sleeve details, querying lot numbers as they are incorrect on the scf. Added alval / soft tissue reaction as reason for revision. Taken from (B)(6) update 23 july 2015 and (B)(6) 22 july 2015. ((B)(4)). Update 27 july 2015: added lot numbers, manufacture and expiry dates for cup, head and sleeve, lot number for stem not available. Taken from (B)(6) reply 27 july 2015 ((B)(4)).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.